Event description:
A customer reported experiencing an occlusion alarm, but technical support was unable to verify the alarm number within the pump's history. There was no adverse impact to the customer's blood glucose level reported. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.